Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not remain in standby mode. The device was in clinical use; no patient harm resulted. A philips remote service engineer (rse) consulted with the biomed in issue assessment and advised the likely cause of the failure was the flow sensor assembly.

Manufacturer narrative:
H10: the customer was advised to replace the component and provided the part details. The customer biomed replaced the flow sensor assembly as recommended by philips technical support. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00327. All information from the original report(s) has been transferred to this report.